Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Examination of returned devices confirmed one device was bent and missing the clear support sleeve; however, an evaluation of device history indicates the devices both left the manufacturer conforming. Which one of the two devices malfunctioned could not be determined and the root cause of the event remains unknown.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, "improper selection, placement, positioning, and fixation of the device can lead to failure of the device or the procedure. The surgeon is to be familiar with the device, the method of application and the surgical procedure prior to performing surgery. The surgeon must select a type or types of internal fixation devices appropriate for treatment." This report is number 2 of 2 MDR's filed for the same patient (reference 1825034-2016-02781 / 02782). Device requested, not yet received.

Event description:
During the procedure, a suture anchor pulled out of the patient's bone. Another juggerknot of a different size was used to complete the procedure.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(4).